Event description:
It was reported that the customer had experienced malfunctions involving his insulin pump. The customer's blood glucose was unknown. The customer stated that there was no medical attention needed or any hospitalizations related to the use of the insulin pump. The customer's wife stated that the customer had experienced an issue with the tubing of the infusion set detaching. Advised that the customer would be contacted again for a follow-up call. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.